Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead, an alert triggered. Information received indicated possible oversensing was noted on the stored electrogram (egm). It was also reported possible oversensing on the right atrial (ra) lead was noted on the stored electrogram (egm). The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.